Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt had a dental surgery and since then the pt was experiencing double vision and feeling "water in the ears" when the stimulation was turned on. The pt turned off the stimulation for an extended period of time and the issues disappeared. When the device was turned back on, the experience of ears issue returned immediately and double vision returned within a couple of hours. The device is still in use. No further info is available at this time.

Manufacturer narrative:
This serial number is associated with (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.